Event description:
A peritoneal dialysis registered nurse ((pd)rn) reported to fresenius that the pd patient experienced peritonitis. The pdrn initially contacted fresenius to request a replacement cycler for the patient after a fluid leak was reported by the patient. The pdrn could not confirm the reported fluid leak. The pdrn stated that the patient also found a bug inside the cassette door and sprayed the cassette compartment with bug spray. It was not clear to the pdrn whether the fluid found by the patient was the bug spray. The pdrn requested the replacement to prevent any residual bug spray from deteriorating the plastic of the compartment or the film on the cycler set cassette. The pdrn stated that the patient was not hospitalized for the peritonitis event. The patient was prescribed the antibiotics cefeprime (2g, intraperitoneally (ip), 1 dose) and vancomycin (1.5 g, ip, 1 dose). The patient remains at home performing manual exchange for pd therapy until the arrival of the replacement cycler.